Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included irritable bowel syndrome, endometriosis, abdominal adhesions and diverticulosis. Previously administered products included for an unreported indication: bentyl. Concurrent conditions included fibromyalgia, hypertension, abdominal pain, diarrhea, vomiting, hiatal hernia, gastrooesophageal reflux, tendency to bruise easily, headache, uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). In 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), the second episode of dyspareunia ("dyspareunia"), migraine ("migraines"), cystitis ("blader infection") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2017 underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal distension was resolving, the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, the last episode of dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure implants were placed with approximately 2 to 3 coils seen at the internal ostia of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: on (B)(6) 2016, patient performed pelvic ultrasound and found that uterus is normal in size and texture without focal lesions concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, nausea, dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet and medical records received, reporter added, demographic added, lot number received, events added: dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, nausea, dysmenorrhea, dyspareunia, weight increased, abdominal distension, essure confirmation test not conducted. Historical condition, historical drug, concomitant disease added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included irritable bowel syndrome, endometriosis, abdominal adhesions and diverticulosis. Previously administered products included for an unreported indication: bentyl. Concurrent conditions included fibromyalgia, hypertension, abdominal pain, diarrhea, vomiting, hiatal hernia, gastrooesophageal reflux, tendency to bruise easily, headache, uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). In 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), the second episode of dyspareunia ("dyspareunia"), migraine ("migraines"), cystitis ("blader infection") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2017 underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal distension was resolving, the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, the last episode of dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the nausea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, fatigue, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure implants were placed with approximately 2 to 3 coils seen at the internal ostia of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: on (B)(6) 2016, patient performed pelvic ultrasound and found that uterus is normal in size and texture without focal lesions. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, nausea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with a pelvic surgery to try and alleviate the symptoms about (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.